Event description:
Complainant alleged that while attempting to defibrillate a patient the device displayed "check pads" and "poor pad contact" messages while using paddles and a saline patch. The clinician switched from paddles to electrode pads and the device displayed "check pads" and "poor pad contact" messages. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that the patient subsequently expired. Complainant indicated that the malfunction was unable to be duplicated during subsequent testing.